Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The force bipolar instrument was analyzed and found to have a frayed grip cable at the distal end. Additional unrelated observation(s) not reported by site: the instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.28mm. The grips were not found to be cracked. Components adjacent to this bent grip do not show damage. Further, the instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulation do not show damage. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. Common causes of the failure mode dislodged molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the force bipolar instrument cable was loose. The procedure was completed with no patient harm.